Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue. The fse replaced the defective touchscreen to address the reported problem. The fse completed all applicable performance assurance (pa) tests. The device passed all testing. The unit was ready for patient use.

Event description:
The customer reported that the touchscreen was non-responsive at times. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 05/18/2019. Failure analysis on the returned touch screen shows that the customer complaint of ¿touchscreen issue..¿ was confirmed. Touch screen was damaged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.